Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported, having cataracts removed in both eyes and replaced with intraocular lenses (iol). The patient reports having "extreme auras more like concentric circles around each light I see. It has triggered some migraines in addition to being very wearying." The patient is an artist and is having trouble with lights in the studio and seeing sparks occasionally when they blink. Additional information is requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.